Manufacturer narrative:
Exact date unknown/not provided. Best estimate date is between 2/14/2022 and 09/29/2022. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye (os) due to the patient was experiencing dysphotopsia. Another johnson & johnson lens, model dfr00v 24.0 diopter was implanted as a replacement. There was no incision enlargement, vitrectomy, or sutures required. There was no reported patient injury and patient is stated to be fully recovered. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 12/9/2022 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received in a non-johnson & johnson lens case. Visual inspection under magnification revealed that the complaint lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and scratches were observed on the optic and haptic of the lens. No issues that could contribute to the complaint issue was observed. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.